Event description:
A physician reported that a patient underwent revision surgery to address a fractured four-level constrained pyrenees plate.

Manufacturer narrative:
Visual inspection confirms the plate is fractured across the middle plate screw holes. The plate is visibly worn, most likely from normal wear and in vivo conditions for eight-months. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints for the reported lot number were identified. Device stg reviewed: the patient must be made aware of the limitations of the implant and that physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices. The patient should understand that an implant is not as strong as a normal, healthy bone and will fracture under normal load bearing in the absence of complete bone healing. An active, debilitated or uncooperative patient who cannot properly restrict activities may be at particular risk during postoperative rehabilitation. Potential risks identified with the use of this device system which may require additional surgery include device component failure, loss of fixation, non-union, fracture of the vertebra, and neurological, vascular or visceral injury. The implants are intended to provide temporary stabilization. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus the benefits when deciding whether to remove the implant. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone ven after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A physician reported that a patient underwent revision surgery to address a fractured four-level constrained pyrenees plate.